Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and requires maintenance. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer found drawer 3/1 and 3/2 keeps failed with different cubies so engineer replaced new drawer and reseated all connections to the controller boards to resolve the issue. The system functioned as intended after the field service engineer serviced the device.